Event description:
It was reported that the customer had high blood glucose levels of 319 mg/dl. The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was not done. It was reported that the no delivery alarm was resolved by an infusion set or reservoir change. The customer was of the belief that the no delivery alarm was caused by the consumables for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.